Event description:
The initial reporter alleged double positive results for hbsag ii and anti-hbs ii for one patient sample tested on the cobas e 801 analytical unit using the hbsag g2 elecsys e2g 300 v2 assay. The customer reported results from both the mother tube and a secondary tube, obtaining the same values: hbsag at 2.572 coi and anti-hbs at 41.9 iu/l. These results were confirmed by repeating the analysis three times. The hbsag confirmatory test was not performed. A new blood sample collected at another facility yielded repeatable results, which were again positive for both hbsag and anti-hbs. Additional testing confirmed the patient as positive for hbsag, though no further details were provided. According to attached data, results with the elecsys system showed hbsag ii at 2.572 coi and anti-hbs ii at 41.9 iu/l. Results from a comparator method using chemiluminescent immunoassay (clia) showed anti-hbs at 23 miu/ml and anti-hbc as positive. The anti-hbs results were concordantly positive between the elecsys and clia methods.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number: (B)(6). The investigation determined that the elecsys hbsag ii and anti-hbs ii assays were performing within specifications based on global quality control recovery data for the respective reagent lots. Calibration data at the customer site were also confirmed to be within specification. The investigation was limited due to the unavailability of quality control data, pre-analytical information, and patient sample material. Instrument data from the asa tool indicated that maintenance actions, such as syringe seal and motor exchange, were recommended due to reaching lifetime thresholds. Additionally, over 400 alarms for "replace procell bottle" were recorded in january 2025. A definitive root cause for the reported double positive results could not be determined. The anti-hbs result was concordantly positive between the elecsys and clia methods. The hbsag result was considered confirmed positive by the customer based on additional testing of a new blood sample, though no further details were provided.